Event description:
Procedure type: low anterior resection. According to the reporter: after firing the ta 45 across the distal portion of the colon in preparation for the double stapling technique. The surgeon then used a scalpel to transect the colon to remove the specimen. He proceeded to prepare the proximal colon with the purstring and eea anvil. He took another look at the ta staple line and noticed mucus and stool coming out of the lateral side of the staple line. To correct this problem, the surgeon grasped both corners of the staple line with two babcocks and fired a (B) (4) contour stapler across the colon to create an air tight seal. No additional blood loss reported. Patient had approximately 1 cm of rectum removed. Delay in operating room was reported 15 minutes. The surgeon used the (B) (4) contour to complete the case.

Manufacturer narrative:
(B) (4). (B) (4).